Event description:
On (B)(6) 2024, the patient had surgery for carpal tunnel syndrome. The procedure included a right carpal tunnel release, a right radical flexor tenosynovectomy, and local soft tissue rearrangement with a hypothenar fat flap. During this surgery, the axoguard ha+ protector was implanted. The surgeon closed the incision using vicryl sutures in a horizontal mattress pattern and nylon sutures for the skin. The pathology results from the surgery showed no signs of amyloidosis.on (B)(6) 2024, the patient returned for a follow-up appointment and reported fluid and mild opening of the incision site. On (B)(6) 2025, the patient went to the emergency room due to the wound opening. The patient underwent an incision and drainage (I&d) procedure. During this procedure, the surgeon found that the axoguard ha+ was not positioned correctly and removed it. The median nerve also showed inflammation and a large amount of tenosynovitis after three follow-up appointments following the I&d, the patient's symptoms improved. The pain level was severe initially but decreased significantly by the final follow-up. The patient received antibiotics and gabapentin after the surgery. It is crucial to highlight that the patient is a former smoker with a documented history of hypertension. Their current medication regimen includes anastrozole, baclofen, celecoxib, clonidine, dextroamphetamine, gabapentin, and nifedipine. The surgeon has not specified the cause of these issues. Axogen has stated that the cause is unassessable. The I&d findings showed that the axoguard ha+ was not in the best position, and it is unclear if other factors, like surgical technique, contributed to this issue. The operative notes describe the surgical closure as "vicryl suture in horizontal mattress configuration with nylon suture used to close the skin." However, there is no information about how the axoguard ha+ was secured. Therefore, the information available is not enough to draw a firm conclusion at this time.

Manufacturer narrative:
The DHR review of the device lot history record indicated the device was manufactured to specifications. The lot produced 20 devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements.